Event description:
Customer reportedly received results of 233 mg/dl and 107 mg/dl within 10 minutes on the advantage system. No high or low blood symptoms reported. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.